Event description:
It was reported that, "the patient was complaining of pain so the stem and ball were removed and the surgeon revised. No further information is available from the hospital or sales rep."

Manufacturer narrative:
Associated device: v40 cocr lfit head 36mm/+5, catalog # 6260-9-236, lot code: mka540. It was reported that the device and additional information will not be provided by the hospital.